Event description:
It was reported that the device was dropped. Bad liquid crystal display. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in damaged condition. During power up and performing a visual inspection, confirmed enclosure damages. Could not confirm bad liquid crystal display, operated as intended. The root cause of the reported issue was found to be the device was dropped. A corrective and preventative action has been opened to address the rework of damaged enclosure. But due to the age and multiple components needing to be replaced/upgraded, the device was deemed beyond economical repair and the device will be scrapped. (UDI) is unknown. No product information has been provided to date.